Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36936404 which complies with our specifications and does not present any discrepancy. No other similar complaints have been reported on this batch of (B)(4) access ports released in september 2018. Investigation results: we received for evaluation the involved celsite st305 batch nr 36936404. The catheter measures 12.4 cm. The septum presents a dozen of puncture marks. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All the measurements are compliant with the specifications. Disconnection test: a disconnection test has been performed on the returned access port. The disconnection force obtained is more than 3 times superior to the requirement of the iso 10555-6 (f>5n). This characteristic conforms to our specification. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specifications. The premature disconnection of the catheter (only few months after implantation) seems related to an incorrect connection during the implantation procedure. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU §vi-1-1-h). No corrective action is envisaged.

Event description:
Catheter disconnection noted during a treatment injection. Catheter migration into the right atrium.